Event description:
It was reported that the device had motor errors/damaged housing/damaged sensor. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was broken and the top case was chipped and cracked. The bottom case and plunger head had contamination. The device history report showed there was a motor rate and force sensor error in history. During testing the customer stated problem for force sensor test was verified during start-up. Could not run pump for motor rate error, there was a yes on force sensor and no on motor rate. The root cause was attributed to the plunger head had contamination for force sensor test error. Unable to determine on motor rate error in history. Customer on force sensor test error. The tech replaced force sensor and head mount for force sensor test error. Replaced motor assembly as a preventative measure for motor errors in history, parts were over 7 years old. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).